Manufacturer narrative:
Correction: report has been filed under manufacturer reference number: 1627487-2020-01770. Therefore, this report is no longer required.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's scs system is not providing adequate therapy. Surgical intervention is expected to address the issue.